Event description:
It was reported that the patient had the artificial urinary sphincter removed due to inflation issues and significant incontinence. There also appeared to be an infection with contamination within the closed system. A new artificial urinary sphincter was implanted. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of two occlusive cuffs of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. Both cuffs were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuffs. Based on the information available and analysis results, the reported device allegations of inflation issue and foreign material were unable to be confirmed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that this artificial urinary sphincter exhibited inflation issues with concurrent significant incontinence for the patient. The patient also showed signs of infection and contamination was present within the closed system. A new artificial urinary sphincter was implanted. No further patient complications were reported.